Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model vnl11-j10 is available in the USA with a 510k number k172156. We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the ccd module. In addition, we confirmed that insertion flexible tube (ift) buckled, insertion flexible tube (ift) broken, insertion flexible tube (ift) leaky, light guide cable buckled, light guide cable broken, light guide cable leaky, remote control buttons perforated, remote control buttons malfunction and angle wire malfunction; however, they are not the main cause, and/ or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).